Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity drug eluting stent to treat a moderately tortuous, mildly calcified lesion with 80% stenosis in the mid saphenous vein graft (svg). There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that the stent had difficulty advancing through a previously deployed stent to the lesion site. The physician then removed the stent and noted that the struts had flared during advancement. A rsint30018ux device was used to successfully complete the procedure. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the device returned with a kink evident on the hypotube, 15.9cms proximal to the guidewire entry point. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 14th stent wrap with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.